Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had bad stick buttons and motor error alarm. Customer stated dent on the front of the insulin pump and crack at the edge of the screen and insulin pump was slow to rewind and prime. No harm requiring medical intervention was reported, the insulin pump will not be returned for analysis.